Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for the elecsys anti-hbs immunoassay and the elecsys rubella igg immunoassay (rubigg) on a cobas 8000 e 602 module (e602). Of the two samples, one had an erroneous rubigg result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 3.14 iu/ml. The sample was repeated twice, resulting as > 500 iu/ml and > 2000 iu/ml. No adverse events were alleged to have occurred with the patient. The rubigg reagent lot number and expiration date were asked for, but not provided. The customer ran precision studies.

Manufacturer narrative:
Based on the precision studies, the affected assays are performing within specifications. Investigations have determined that problems with the analyzer could be ruled out. The issue was determined to be related to pre-analytic sample handling.